Event description:
During pt support with the bvs console, low flows were observed. Pt was placed on a backup console and flow recovered and remained stable. During an onsite service call the symptom was linked to a leaking gasket which was replaced and the problem resolved. The console was placed back into service. The component is being returned to abiomed for further eval.